Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing on defibrillation threshold (dft) test even at reduced settings. Boston scientific technical services (ts) suggested to measure the height of missed signals with the programmer. Additional information indicated that the cause of undersensing was fine ventricular fibrillation (vf). The patient was shocked externally during the first two inductions. Furthermore, sensitivity was increased and dft was retested to confirm appropriate sensing and therapy which was successful. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead alert (code 1004) was recorded on the day of explant, after a 41 joule shock was attempted. A capacitor reformation was performed. The charge time was 45 seconds, resulting in a charge timeout alert. An x-ray of the device revealed that the internal high voltage fuse was damaged, but did not sustain the typical damage that a complete short would produce. It is believed that most of the shock energy, but not all, was shunted during the short; which may not leave visible evidence of damage. At the time of the short, the shock vector was rv coil to can. Lead analysis noted a cut in the insulation at 18 cm from the terminal pin. The cut was made through to the rv conductor coil. It is believed that if this cut was present from implant, or the atrial lead revision that occurred shortly thereafter, it was likely the cause of the shorted lead event during delivery of the 41 joule shock during defibrillation threshold testing.

Event description:
Boston scientific received new information four months later that the physician decided to perform additional defibrillation threshold (dft) testing to verify the systems integrity due to the prior issues with undersensing during the implant procedure, as well as the atrial lead perforation that occurred one week later that resulted in a lead revision. While performing dfts, an alert (code 1004) was detected indicating a shock into an open condition had occurred. The high energy impedance measured from the actual shock was less than 20 ohms. The low energy shock lead impedance was 56 ohms. The ICD and rv lead were subsequently explanted and replaced with another manufacturer's products.